Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2010 that graspit urological grasping forceps were used in an unknown procedure (patient ID, age, gender, and weight are unknown). According to the complainant, the grasping forceps were removed from the original packaging and inserted into the ureter. When they tried to open the grasper, it would not open. It is unknown if a stone was in the device at this time. The device was removed from the patient and a second graspit urological grasping forceps was used. There was "no serious injury" reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Additional information received from the complainant indicates the ureteroscopic lithotripsy procedure was performed on (B)(6), 2010. No stone was in the device when the malfunction occurred. It was reported that the physician, dr. (B)(6), was operating the device. It was reported that the device was not reused or reprocessed. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that graspit urological grasping forceps were used in a ureteroscopic lithotripsy procedure (patient ID, age, and weight are unknown). According to the complainant, the grasping forceps were removed from the original packaging and inserted into the ureter. When they tried to open the grasper, it would not open. There was no stone in the device at the time of the problem. The stone was not removed from the patient. There was "no serious injury" reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.